Event description:
Physician reported right side rupture, capsular contracture baker grade unknown, "asymmetric lymph nodes in the right axilla that can be related to the presence of silicone", and "presence of liquid". Device remains implanted.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, lymphadenopathy, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown, lymphadenopathy, and seroma-late.

Event description:
Device has been explanted.